Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it and to repair massive dense adhesions." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Furthermore it is unclear if the adhesions experienced were directly related to the mesh, however, adhesions is a known inherent risk of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of ventrio st, obese patient was diagnosed with adhesions, hernia recurrence, necrosis and abdominal pain thereby underwent repair procedure. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an inguinal hernia, a ventrio st hernia mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it and to repair massive dense adhesions. During this procedure, a large ventrio st circle was used. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventrio st (device #1). Per operative notes, ¿adhesion is taken down and able to identify the hernia defect. Had one large and a smaller defect below the first one. A piece of ventrio st mesh (device #1) was then placed into the peritoneal cavity and sutured.¿ (B)(6) 2016 - during visit patient was diagnosed with right incisional abdominal pain, bulge and discomfort. (B)(6) 2016 - patient was diagnosed with incisional hernias thereby underwent laparoscopic repair. Per operative notes, ¿old piece of mesh (device #1) was found with lot of adhesions, that were able to peel down. Eventually, incisional hernia was found. It is 2 small defects just below and to the right of umbilicus below the mesh and another defect way on the right side. There was a small bridge of fascia between 2 defects. A large ventrio st (device #2) was then placed into the abdominal cavity and tacked in place.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, emotional injuries and also suffered from sharp, tearing, burning pain and an unsightly bulge.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it and to repair massive dense adhesions." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Furthermore it is unclear if the adhesions experienced were directly related to the mesh, however, adhesions is a known inherent risk of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of an inguinal hernia, a ventrio st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it and to repair massive dense adhesions. During this procedure, a large ventrio st circle was used. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.